Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sy001ts - ennovate set screw sterile. According to the complaint description, the patient reported persistent pain. The initial procedure had been performed on (B)(6) 2021 with l4-l5-s1 fixation and satisfactory evolution. The pain started postoperatively on approximately (B)(6) 2022. Results of x-rays showed the lock nut seemed to be completely loose. The patient underwent re-operation at another hospital. A revision surgery was necessary. Additional information was not provided. The adverse event / malfunction is filed under aag reference (B)(4).

Event description:
Update: the adverse event is related to (B)(4). Associated medwatch reports: (B)(6), (9610612-2022-00367) sy001ts. (B)(6), (9610612-2022-00370) sy001ts. (B)(6), (9610612-2022-00371) sy001ts. Involved components: (B)(6) - sy843ts - lot 52704703. (B)(6) - sy835ts - lot 52722372. (B)(6) - sy855ts - lot 52683304. (B)(6) - sy852ts - lot 52619685. (B)(6) - sy844ts - lot 52701068. (B)(6) - sy845ts - lot 52701074. (B)(6) - sy834ts - lot 52715469. (B)(6) - sy437ts - lot 52666147. (B)(6) - sy437ts - lot 52697467.

Manufacturer narrative:
Additional information: a1- patient identifier. A2- patient age. A3- patient sex. H6- codes. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible.due to a lack of the products, an investigation is not possible. MRI-pictures have been provided. At least one loosened set screw can be confirmed. However, an investigation in regards to the root cause of this occurrence is not possible on the basis of the pictures. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. There is one similar complaint against lot number 52720732 and 52718330, from the same hospital. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability 1(5) of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
Update: the malfunction is related to xc 100032048. Associated medwatch reports: (B)(4) (9610612-2022-00367) sy001ts, (B)(4) (9610612-2022-00370) sy001ts, and (B)(4) (9610612-2022-00371) sy001ts. Involved components: (B)(4) - sy843ts - lot 52704703, (B)(4) - sy835ts - lot 52722372, (B)(4) - sy855ts - lot 52683304, (B)(4) - sy852ts - lot 52619685, (B)(4) - sy844ts - lot 52701068, (B)(4) - sy845ts - lot 52701074, (B)(4) - sy834ts - lot 52715469, (B)(4) - sy437ts - lot 52666147, and (B)(4) - sy437ts - lot 52697467.